Manufacturer narrative:
Device passed self test and displacement test. Pump error 4 and pump error 63 alarm (variable 3) confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly. Fill cannula was programed at 0.2 u and recorded in pump daily history and verified in pump's formatted history. No fill cannula history anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 115 mg/dl at the time of incident. Customer were able to clear the alarms. Customer did not receive request to rewind insulin pump. Customer reported that they performed self test and test did not passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.